Event description:
The manufacturer became aware of an allegation from a user that after receiving her remediated device and trying it for 3 days in (B)(6) 2022, she became sick and required antibiotic treatment. User states she could not breath and it felt like cobwebs in her chest. The user admits she does not tolerate pap therapy and is persuing noturnal oxygen for her sleep apnea. Requested the device be returned for investigation. No product was returned for investigation. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs). It is for use in the home or hospital/institutional environment. The user is cautioned "contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." This report will be filed as an intial-final report. The manufacturer concludes no additional follow up is necessary.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
In the previous report this event was captured as harm, after pms decesion event is considered as no harm.